Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated. The reported problem was confirmed. The device was found to have failed the sound level test in the evaluation. If additional information is received, a supplemental MDR will be sent. (B)(4).

Event description:
Report received from (B)(6) stating that the device was noisy. The device was not being used during surgery. It is unknown if injury or medical intervention occurred. There was no additional information provided.